Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Reason for surgery - cystocele and rectocele repair. It was reported that following insertion the patient experienced worsening of hot flash symptoms and constipation. (B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, an obturator sling and an ams elevate were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient experienced increased pressure on the pelvic floor between the vagina and rectum, sharp pain in the vaginal and rectal area, and urinary incontinence. (B)(4). Increased pressure occurred.